Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle meter. Customer reported receiving readings of 470 mg/dl, 83 mg/dl, 181 mg/dl, and 43 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported experiencing symptoms of hypoglycemia such as shakiness, tiredness, and blurred vision after taking 23 units of humalog. The customer's mother called the paramedics and they treated him with a glucose gel. There was no report of death, permanent impairment or treatment at a health care facility.